Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported does not recognize a loaded slide clamp which were reproduced during evaluation by finding the device unable to recognize an open door. Does not recognize a loaded slide clamp was not confirmed in the event history log. The upper latch switch was determined to be the failing component. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize a loaded slide clamp. There was no patient involvement. No additional information is available.